Event description:
As reported, a patient with an implanted valved port went for infusion therapy and complained of a burning sensation near the subclavian. The implanting physician removed the port and observed a catheter fracture at the 1cm mark near the port body. The physician placed a new port in the patient, and their condition is fine. The used device has been returned to navilyst medical for evaluation.

Manufacturer narrative:
The device from the reported event has been returned to (B)(4) medical, however the device evaluation is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).